Event description:
Medwatch form received with an outcome of death for a female patient. No date of event given. No patient details or circumstances given. The cause of death was not provided by the reporter, patient family member or friend. No product code or lot number given. Brand name recorded in report as pentip_31gx5mm_unf. Manufacturer listed as owen mumford ltd. No other details given.

Manufacturer narrative:
No details were given about product code or lot number. No information to follow up with.